Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis therapy, which resulted in bacterial peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized on the same day as onset of the peritonitis and was discharged five days later. The patient was treated with vancomycin (2 grams, twice weekly for three weeks, intraperitoneally) for the event. Antibiotics therapy was discontinued twenty one days after onset and the patient was reported to have recovered from the event. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.